Manufacturer narrative:
Additional catalog #s: 72400024, 72400098. Additional serial #s: (B)(4). Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
It was reported the pt had an artificial urinary sphincter implanted (B)(6) 2011 and subsequently explanted (B)(6) 2011. It was noted that the system was removed due to malfunction as it could not be activated, scrotal pain, and infection. Additional info was requested, but was not provided.